Event description:
Caller reported symptoms of hypoglycemia with an aviva system blood glucose result of 79 mg/dl. She drank 3 oz. Of milk and small cookie. Same system retest 15 minutes later was 370 mg/dl. Other results within 10 minutes of 370 mg/dl were 101 mg/dl, 124 mg/dl, 131 mg/dl, 220 mg/dl, and 199 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.